Event description:
Caller reported an occlusion alarm, which caused the customer's blood glucose level to display "high," but the exact numeric value was unknown. To address the high blood glucose level, the customer administered a correction injection using multiple daily injections (mdi) without requiring third-party assistance. The customer resolved the issue by changing the infusion set and cartridge and then continued insulin therapy. There were no reports of recurring issues, and no additional assistance was needed, leading to the case closure by technical support.